Event description:
It was reported that while driving down a ramp, a powered wheelchair stopped quickly and the user fell out of the chair. The user had bruising and there was no report of medical intervention. No additional information is available.